Manufacturer narrative:
The insulin pump alarmed button error and it had intermittent button responsive due to corroded keypad traces. The device had cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer's mother reported via phone call, the insulin pump kept alarming button error and the device was unresponsive. She changed the batteries and inserted new one and it wouldn't work. Customer wasn't getting and she got sick, then they say the button error. Customer's blood glucose was 517 mg/dl. Customer has the device in her bra and sweats a lot. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.